Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise. It was further determined that the bearings were worn and the internal components were corroded and dirty (old grease). It was observed that the electric motor was worn (vibration). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the gear of the small battery drive device made noise. During in-house engineering evaluation, it was observed that the electric motor was worn (vibration). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.